Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with central island one week after routine lasik surgery. Patient noted blurry vision.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment for the left eye was performed successfully without interruption the user has performed an energy check before this patient. No technical problem can be identified during logfile review. Root cause could not be concluded conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with central island one week after routine lasik surgery. Patient noted blurry vision. Additional information received stated patient has recovered essentially with no intervention. Patient vision started poor and has slowly drifted toward 2020+ vision over the last three months. Surgeon observed epithelial thickening after the flap was lifted that created a false central island and suppose a fluid pocket under the flap central island observed one week after surgery. But now both eyes are in the 2015- 2020 range and has no complaints.